Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor ruptured. This was observed during patient administration. The ambient temperature was found to be "high" (not further specified). The device was filled with cefepime 6g. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6 and h10: h4: the lot was manufactured from november 16, 2021 - november 17, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed a ruptured bladder in a footing position which suggested the bladder ruptured at the end of the infusion treatment. The reported condition was verified. The cause of the condition could not be determined, however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.